Event description:
Additional information stated that the issue was resolved. The field representative visited the customer and used the communicator to connect to the battery with no issues. They confirmed that therapy was being delivered.

Manufacturer narrative:
Continuation of d10: product ID a610, lot# unknown, product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient had a percept pc implanted in (B)(6) 2023. It was last interrogated in (B)(6) 2025, and all was fine, with no impedance issues and 6 years of battery life remaining. The patient identified a rapid decline in symptoms overnight in december. Today, the provider (hcp) could not connect to the implantable pulse generator (ipg) despite using two different clinician programmers. The programmer showed the connecting screen, but never moved from 0. The device was moved around over the battery area with no success. Mdt rep planned to visit patient to further troubleshoot.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.